Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the black box data from the date of the complaint was overwritten due to continued use of the device. The current black box showed no evidence of a short battery life. The pump powered on with the returned battery cap which was able to fully tighten to the pump and the battery compartment was intact. Current electrical draws were within specifications. The pump case was removed and no evidence of moisture or loose components were observed inside the pump. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.